Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose was 400mg/dl. It was reported no delivery alarm. Customer tried to prime and receive no delivery alarm. Manually pushed insulin harder than usual. Customer gave correction with manual injection. Advised customer to change the sets. Customer agreed to change reservoir. The product will not be returned for analysis.